Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview 7 xs with the uniport plus cannula, it was observed that the scissor would not open or close; therefore, could not dissect the branches. There was a crack in the shaft above the scissor. The torn area still expanded and contracted upon opening and closing of the handle. The procedure was completed with a replacement device.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The shaft had sheared near the jaws. A functional test was performed on the device. The bipolar scissors did not open or closed. The fracture area of the shaft was inspected under a microscope; the fracture occurred where the shaft goes over the molding that holds the bipolar scissors in place. While we were unable to conclusively determine, the reported event is likely attributable to excessive force on the shaft; as stated on the IFU "warning: flexible bipolar scissors may not cut effectively if shaft is flexed excessively (approximately 45 degree). Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).